Event description:
A pt had an elective procedure to the mid lad and first diagonal, both described as non-tortuous. The 20mm, mid lad lesion was an eccentric, de novo, type c with calcification and no clot. The 3.0x23mm cypher stent was implanted at 10atm for 60 seconds. There was disease proximal to the implanted cypher, but per report, it was not treated because stenosis was around 50%. The 25mm, diagonal lesion was an eccentric, de novo, type c with calcification and no clot. The site was predilated with a 2.5x20mm balloon at 10atm for 60 seconds. The cypher 3.0x28mm was implanted at 10atm for 60 seconds. Perforation occurred distal to the cypher stent, so a 3.0x16mm jo stent was implanted at 3atm for 14 seconds overlapping the cypher stent. Four months later, the pt was found deceased in their bed due to acute mi.